Manufacturer narrative:
Other device problem: barcode misread on reagent pack. Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that when testing a cea control sample on the architect analyzer that there was a barcode misread and the result was clearly a low value, as it had been read as a total psa at the cea reagent position. When a re-scan was performed, it read as cea without a problem. The customer discovered the error when reviewing the control concentration results prior to running patient samples. Patient results were not affected. No adverse outcome was reported for this issue.

Manufacturer narrative:
(B)(4). Other (B)(4) based on available information, customer's observation could not be verified. Investigation summary: the customer complained a cea reagent bottle, lot# 69277lf00, was misread as a total psa reagent resulting in cea reagent being aspirated and a total psa control result (falsely low) being generated. A reagent scan misread was attempted with the customer's returned reagents in an attempt to recreate the alleged issue without success. The complaint issue was unable to be verified through the review of the returned system logs. The review showed the pipetting sequence steps for the customer's cea and total psa reagents performed as expected. The review of the customer's system printouts did not provide enough data/information to make any conclusions involving this issue. No similar complaints/issues were found in problem reporting/complaint documentation tracking systems. The labeling review showed the architect system operations manual under troubleshooting and diagnostics adequately addresses controls out of range on the I system. In summary, the alleged incident could not be verified with the available information. The returned reagents scanned without issue on an in-house instrument and showed no signs of damage. The returned logs showed the cea and total psa reagents were aspirated in their expected sequences. No deficiency in software was found during the analysis. This is the final report.